Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. There was no reported adverse effect to the customer's blood glucose level. Reloading the same cartridge resolved the issue, and the caller successfully resumed insulin delivery.